Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and checked the ECG cable and lead wires and verified the calibration for the iabp unit met factory specifications. The stm ran the iabp unit with a test balloon and trainer using the customer's ECG cables and a mini simulator without issue. The stm observed no issues and could not duplicate the customer's reported issue, and suspected that the event was the result of a patient electrode issue. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the end user was unable to obtain an ECG signal on the cardiosave intra-aortic balloon pump (iabp). There was no patient harm and no adverse event was reported.